Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer was admitted to the hospital for a cardiovascular issue. Reportedly, the customer believed the pump was suspected cause for the hospitalization. Further information regarding the event could not be obtained. Multiple attempts were made to obtain additional information; however, no additional information regarding this event was provided.